Event description:
The device was in for aha update when factory service discovered that the device would not turn on. After restoring power, factory service discovered that the device lacked sound output.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. This device was being serviced for an aha update when factory service found that it would not turn on and that the device status indicator showed the "do not use" symbol. The device automatically performs self-tests as a safety feature in order to alert the device user to malfunctions. In this case, the device correctly detected an internal problem and the malfunction alert system performed as designed. Investigation found that the reason the device would not turn on was that an internal fuse on the "defib" printed circuit board had opened. The fuse was replaced to restore normal function; the status indicator correctly showed the "ready" symbol and the device powered on. After power was restored to the device, factory service testing found that the device lacked sound output. Investigation determined that an oscillator on the "main" printed circuit board that drives the speech circuit was defective, only operating at half frequency. The "main" board was replaced to restore the sound. After repairs and updates, the device passed acceptance testing and was returned to the customer.